Event description:
A malfunction code, malf 16, was reported by the customer, who verified that the pump was still under warranty. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support assisted the customer with a pump reset, but the issue persisted, leading to the decision to replace the pump. The customer was informed about backup therapy using multiple daily injections (mdi) and was guided to put the pump into storage mode before return. Tandem confirmed the shipping address and provided a pre-paid label for the pump's return within ten days.